Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate would external devices. Reportedly, the patient last charged the ipg approximately six weeks ago. Consequently, the patient's scs ipg was replaced. Stimulation therapy was reportedly restored postoperatively.